Event description:
The customer reported the power was turned on an alarm sounded and the ventilator did not operate. The display read inoperative 1007, device pressure sensor and proximal sensors failed. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is complete.